Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported, she experienced an elevated blood glucose reading of 400 mg/dl after her insulin infusion sets separated near the luer lock. Her normal blood glucose reading is 150 mg/dl. She stated, her symptoms were "dry mouth" and frequent urination and she corrected her elevated blood glucose readings by changing the tubing and bolusing through her insulin infusion device. She stated 3 infusion sets were affected but only one of the tubings separated completely. She said, she checks her device on a regular basis and noticed the separated tubings. The pt stated she discarded the damaged tubings. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.